Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic is broken/torn (sheared). The damaged portion of the haptic was not returned. The optic is scratched and is split/cracked. The optic damage was most likely interpreted as the reported complaint. All product and batch history records are quality reviewed prior to product release. The viscoelastic is unknown. The optic is scratch and is split/cracked. One haptic tip is broken with a sheared appearance. The optic damage may have been interpreted as the reported complaint of "folds and marks in the surface". The product investigation could not identify a root cause for the optic damage. The observed optic damage is similar in appearance to handling related damage. The observed haptic damage is similar in appearance to lens case related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the optic and haptic damage were present when opened. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) with folds and marks on the surface. There was no patient contact as the defect was noted before the incision was made. There was no patient harm and the procedure was completed the same day with a 10 minute delay.